Event description:
Hamilton medical ag received the following incident description from the hospital: "machine error reported when putting the patient on the ventilator."

Manufacturer narrative:
Investigation is ongoing. Follow-up 1: updated fields:b4, d2a d4, g1, g3, g6, h2, h3, h4, h6. During the preoperational check, the ventilator displayed tf8914. According to the service manual for hamilton-g5/s1, this indicates "cuff pressure controller pressure sensors read different." Since the issue was detected during the preoperational check and no patient was involved, no injury occurred. Upon inspection, it was determined that the event was caused by a defect of the cuff board. The problem can be resolved by replacing the defective component.

Event description:
Hamilton medical ag received the following incident description from the hospital: "machine error reported when putting the patient on the ventilator."

Manufacturer narrative:
Investigation is ongoing.